Event description:
It was observed during the device inspection that there were issues displaying video to the monitor due to a bad connection and a broken digital visual interface signal cable. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.